Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 10/15/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a little jar with fluid. The product was disinfected according to procedure wv0491. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric intraocular lens (model zxt375 +21.5 diopter) was explanted from patient right eye in secondary surgical procedure because of patient experiencing intraocular lens power miss due to previous lasik. Reportedly lens with model zxr00 and lower diopter of +18.0 was used as replacement for the patient. Patient has reportedly recovered. No further information provided.